Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the 66-year-old female patient was placed on impella cp for hemodynamic support. It was reported that after impella placement, while the patient began re-perfusing and stabilizing, but patient was never consistently stable. The patient was very sensitive to guide engagement and ballooning. It was reported that the pump was never able to obtain peak flows because of suction alarms. The physician repositioned and provided volume but the suction alarms did not resolve. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).